Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced low blood glucose after starting the ilet, with a documented fingerstick of 39 mg/dl, following a supply change after which glucose rose to about 400 mg/dl for several hours and the ilet delivered increased insulin dosing that was followed by hypoglycemia; the user was using g7 cgm and steel cannula infusion sets with 23-inch tubing, used orange juice as back-up therapy, and did not require medical intervention. Symptoms included hypoglycemia. Outcomes included transient low glucose without long-term impairment, with glucose returning to the target range and a current reading of 178 mg/dl. Investigation included review of the event history and user report, counseling on hypoglycemia treatment, and follow-up. Investigation of this case revealed that the cause of the low glucose remained unclear, with no confirmed device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.